Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Total hip replacement due to restoration modular. The hook broke when they try the trial out. This was an intraop event where the removal instrument fractured. The devices being revised were not stryker devices. Surgery was completed successfully and there were no adverse consequences to the patient.

Manufacturer narrative:
Conclusion: this event relates to an off label use involving a restoration modular extractor and unknown non-stryker hip component/components. The device was returned in used condition. There are light scratches and marks on the body of the device consistent with normal use. The trial body extractor is fractured at the curved section towards the tip of the shaft. Based on the provided information it has been determined that this event is associated with an off-label application. A review of the most recent packaging insert IFU, (B)(4), indicates that howmedica osteonics instrumentation consists of manual surgical instruments intended for use during hip, knee, shoulder, elbow or wrist arthroplasty, or trauma surgeries. Under the warnings section of the instructions for use it states the following: due to different manufacturers employing differing design parameters, varying tolerances, different materials and manufacturing specifications, howmedica osteonics instrumentation should not be used to implant any other manufacturer¿s components. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting implant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Total hip replacement due to restoration modular. The hook broke when they try the trial out. This was an intraop event where the removal instrument fractured. The devices being revised were not stryker devices. Surgery was completed successfully and there were no adverse consequences to the patient.